Event description:
The user facility reported the automated impella controller (aic) did not recognize the purge disc. The console was exchanged to the backup aic to resolve the issue. There was no reported patient harm.

Manufacturer narrative:
The investigation has been completed. The product was returned for investigation. Console logs from the reported day were consistent with the complaint and showed multiple instances of intermittent purge disk detection followed by "purge disk not detected" alarms. There was no attempt to connect to the pump, considering the purge system was not operational. The console was inspected and revealed a broken/missing purge disk detect flag- which was responsible for being unable to detect purge disk. The cause of the issue was a defective component.